Event description:
The customer reported that the images intermittently had white noise or blacked out resulting in a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane was replaced. The system was then found to be operating as intended.